Manufacturer narrative:
The electronic log file and the replaced parts (power supply, mobi-assembly and pba sternpunkt) were available for investigation. While the log analysis has not revealed any relevant information, the reported symptom could be reproduced with the returned mobi-assembly. The mobi which is the user interface of the apollo basically consists of front panel including a display and several hard keys and a printed circuit board (pba mobi). It was found that both main processors on the pba were not starting-up as expected. Further analysis revealed that a failure of a fpga (field programmable gate array) onboard the pba was the root cause for this. The apollo reacted according to its implemented safety concept as it interrupted automatic ventilation and generated an audible alarm. Manual ventilation by opening the safety o2-valve and adjusting both apl-valve and vaporizer will still be possible in this case. The returned power supply and pba sternpunkt were found fully functional. The number of fpga-related complaints is extremely low and rated acceptable.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but not yet concluded. The investigation results will be reported in the follow up report.

Event description:
It was reported that during a case, the display went blank and the ventilator stopped working. The users reportedly tried to reboot the machine but could not restore ventilator function. The patient was manually bagged to complete the case and there was no patient injury reported.